Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted deformed conductor coils 18.6 cm and 19.4 cm from the terminal pin. The deformations align with the grooves on the suture sleeve. This damage appeared to be caused by over-tightening of the sutures. Resistance and pressure tests were completed to assess the lead's electrical performance and the integrity of the outer insulation. Measurements throughout these tests were within normal limits, confirming the lead was electrically continuous. An x-ray was performed and no fractures were observed in the conductor coils. Testing was then performed to assess the integrity of the insulating material between the conductors, by applying high voltage across potential or suspect electrical conductive paths; the lead failed this test, indicating the inner insulation was compromised. Finally, a stylet was attempted to be inserted into the lead's lumen, but became stuck at the location of the deformed conductor coils. Laboratory analysis was not able to confirm the suspected lead fracture, as the lead was electrically continuous. However, the conductor coils were deformed in the location of the suture sleeve tie-downs. Testing determined the inner insulation was damaged, which may have contributed to the change in amplitude that was observed clinically. The damage to this lead most likely occurred during the attempted implant procedure.

Event description:
Boston scientific received information that during the device replacement procedure; a new system was implanted on the left side of the patient. This new right ventricular lead was positioned and checked through the pacing system analyzer (psa); all measurements were normal. After connecting the lead to the device; a change in amplitude was noted. A lead fracture was suspected. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the attempted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.